Event description:
It was reported that during hemodialysis air was identified in the catheter and the machine started to alarm. After deep eval, the small hole in the area of connection of blue and red lines has been identified. The defective catheter has been immediately replaced. No impact to the pt's health reported.